Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The lesion was predilated with a nc quantum apex balloon catheter. A 3.00x16mm promus element plus stent delivery system was delivered but was unable to cross the target lesion. The physician attempted several times but the device still did not cross the lesion. It was found that the edge of the device got lifted when the device was removed from the patient. The physician stopped using the device and the procedure was completed with another of the same device. The device was disposed due to the infectious disease. No patient complications were reported and the patient's status was good.